Event description:
Per the clinic, the device was explanted on (B)(6) 2023 under general anesthesia due to damaged electrode. The patient was reimplanted with another cochlear device during the same surgery.

Manufacturer narrative:
This report is submitted on july 05, 2023.

Manufacturer narrative:
Device analysis report attached. This report is submitted on june 21, 2024.